Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red burn-like, itchy rash under the back therapy pads. The patient was given a prescription from her physician for an ointment. The patient's irritation improved with the use of the ointment.